Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. The following results were provided: (B)(6) 2025 = 2840.81 miu/ml, repeated same sample on (B)(6) 2025 = <2.30 miu/ml; new sample = <2.30 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 69246ud00; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 69246ud00. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ¿-hcg reagent lot 69246ud00 was identified. Updated sid in section a1. Added additional information/testing to section b5.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 2840.81 miu/ml, repeated same sample on (B)(6) 2025 = <2.30 miu/ml; new sample = <2.30 miu/ml. Cmia = 3.21 / 2.52. No impact to patient management was reported.